Event description:
It was reported that the brake defeat malfunctioned. A 6fr runway guide catheter, a 1.50mm rotalink¿ burr, and a rotablator advancer were used for treatment. During procedure, the burr was advanced through the guide catheter; however, a resistance was observed on the entire length of the guide. The burr also had difficulty achieving an actual curve which eventually worked fine. However, it was noted that the brake defeat mechanism would not work. The burr was then removed from the guide catheter while in dynaglide. The procedure was completed with these devices. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).